Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 228 mg/dl and it was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, it was noted that there were small air bubbles in the tubing and luer lock. The customer changed the supplies and resumed insulin delivery.